Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was provided with pump reset information and was instructed to call back if the malfunction code recurs, which the customer acknowledged and understood.